Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of the investigation will be communicated through a follow-up report. (B)(4).

Event description:
A customer in us alleges that discrepant results were generated when using the cobas taqscreen mpx test. The customer was using the cobas s201 system configuration c mr1 for cobas taqscreen mpx testing and a pool of six generated a (B)(6) result. The six subsequent individual resolution donor pools all generated (B)(6) results. One of the donors was (B)(6). The lab then redetected the frozen pool of six and six out of ten detections were (B)(6).